Event description:
Olympus (osh) was informed that the customer endoeye high definition ii autoclavable video telescope has a colored image defect, the image is green. The customer reported event was found at an unspecified event and the procedure was completed using the same equipment. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the image was green with vertical stripes. The issue was isolated to a defective cable unit. The device has not been repaired in the last year. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. However, the reported phenomenon is a known issue and has been previously investigated. Based on a previous investigation the root cause can be attributed to: ¿cable pins of odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. Manufacturing jig 5016938 not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. Soldering process at oste is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints.¿ the affected component was manufactured after the corrective action of the CAPA was implemented. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.